Event description:
While using an autosuture brand small clip applier (ref # 134046 lot # p0j0402r), the doctor went to apply a clip to a vein, and twice the clip applier failed to deliver a clip, which brings the bare jaws down on the vessel cutting it. We have filed other reports of the same device that continues to fail.this has been an ongoing problem. We have sent several devices back to the manufacturer. They responded that they were looking into the situation, but we have not heard on any progress.